Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noisy signals on the channel. The physician planned to replace the lead but found the left side occluded. The rv and right atrial (ra) leads were surgically abandoned and the pacemaker for this patient was moved to the other side of the patient with new leads. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.